Event description:
Bayer case number: (B)(4) vaginal mycosis [vaginal mycosis], constipation [constipation] , acid reflux [acid reflux (oesophageal)] , migraines [migraine] , restless legs syndrome [restless legs syndrome] , candida infections [candida infection] , urinary infections [urinary infection] , significant bloating (bloat) [bloated feeling] , severe fatigue [fatigue extreme] , memory problems [memory disturbance] , anxiety [anxiety] , paralysis [paralysis] , social isolation [social isolation] , debilitating health problem [general physical health deterioration] , gastric problems [gastric disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 07-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal mycotic infection ("vaginal mycosis") in a female patient who had essure inserted (lot no. A06323) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 634 days after essure insertion, she experienced vulvovaginal mycotic infection (seriousness criterion intervention required), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines"), restless legs syndrome ("restless legs syndrome"), candida infection ("candida infections"), urinary tract infection ("urinary infections"), abdominal distension ("significant bloating (bloat)"), fatigue ("severe fatigue"), memory impairment ("memory problems"), anxiety ("anxiety"), paralysis ("paralysis"), social problem ("social isolation") and gastrointestinal disorder ("gastric problems"). Essure was removed on (B)(6) 2026. On unknown date she experienced general physical health deterioration ("debilitating health problem"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, anxiety, candida infection, constipation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, memory impairment, migraine, paralysis, restless legs syndrome, social problem, urinary tract infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: I wish to have the enormous, debilitating health problems that followed the insertion of the essure devices acknowledged. Patient¿s current status: on disability level 1 since (B)(6) 2022 actions taken to treat the patient in the healthcare facility: not specified. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Vaginal mycosis [vaginal mycosis] constipation [constipation] acid reflux [acid reflux (oesophageal)] migraines [migraine] restless legs syndrome [restless legs syndrome] candida infections [candida infection] urinary infections [urinary infection] significant bloating (bloat) [bloated feeling] severe fatigue [fatigue extreme] memory problems [memory disturbance] anxiety [anxiety] paralysis [paralysis] social isolation [social isolation] debilitating health problem [general physical health deterioration] gastric problems [gastric disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 07-apr-2026. The most recent information was received on 21-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of vulvovaginal mycotic infection ("vaginal mycosis") in a female patient who had essure inserted (lot no. A06323) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 634 days after essure insertion, she experienced vulvovaginal mycotic infection (seriousness criterion intervention required), constipation ("constipation"), gastrooesophageal reflux disease ("acid reflux"), migraine ("migraines"), restless legs syndrome ("restless legs syndrome"), candida infection ("candida infections"), urinary tract infection ("urinary infections"), abdominal distension ("significant bloating (bloat)"), fatigue ("severe fatigue"), memory impairment ("memory problems"), anxiety ("anxiety"), paralysis ("paralysis"), social problem ("social isolation") and gastrointestinal disorder ("gastric problems"). Essure was removed on (B)(6) 2026. On unknown date she experienced general physical health deterioration ("debilitating health problem"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, anxiety, candida infection, constipation, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, general physical health deterioration, memory impairment, migraine, paralysis, restless legs syndrome, social problem, urinary tract infection and vulvovaginal mycotic infection to be related to essure administration. The reporter commented: I wish to have the enormous, debilitating health problems that followed the insertion of the essure devices acknowledged. Patient¿s current status: on disability level 1 since november 2022 actions taken to treat the patient in the healthcare facility: not specified. Batch number: a06323; manufacture date: 2012-05-31; expiration date: 2015-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.